Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously marked additional MFR narrative incorrectly. This MDR was not submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a loud noise and burning odor while using the device. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. An external inspection of the device by the manufacturer found no evidence of thermal damage. The manufacturer observed tobacco/nicotine odor and discoloration to the outer enclosures, fresh intake port, outlet port, flip lid, dry box seals and airflow intake port of the humidifier. An internal inspection of the device was completed by the manufacturer. The manufacturer found no evidence of thermal damage. The manufacturer found the device to have tobacco/nicotine contamination odor throughout the device and humidifier. The device was applied power and confirmed the customer's complaint of the device emitting a loud noise. The blower was found to be emitting a noise and tobacco/nicotine odor. There was no report of sound abatement foam degradation within the device. The manufacturer concludes the device was contaminated with tobacco/nicotine. There was no report of sound abatement foam degradation.